Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro jaws failed to heat up and cauterize. A second device was used and it was reported that the silicone jaw boot broke off and fell into the pt's leg. The hospital indicated the piece was not retrieved from the pt as they were unable to locate it. The hospital intends to return the products in question. Refer to MFR report # 2242352-2013-00088.

Manufacturer narrative:
The devices have not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the devices. A supplemental report will be submitted if the devices are received. A lot history record review could not be performed as the product lot number is unk. (B)(4).